Event description:
Per summons: pt was admitted to hospital with a PICC line that was placed at medical center to receive continuing antibiotics. Pt x subsequently developed swelling of the right upper extremity. A venous doppler revealed a non-occlusive clot within the right subclavian vein. A PICC line was identified within the right axillary and brachial vein. Relator recommended that the PICC be removed when the pt was being prepared for discharge for home antibiotics. Pt signed out against medical advice with the PICC still in place, and was advised by relator and nursing that she had thrombus and needed to see her referring physician as soon as possible. Pt subsequently called, left a message stating, "thank you for discovering the blood clot and thank you for saving my life." It is unlikely this thrombosis was reported by either hospital as a PICC associated thrombosis.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.